Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The clinician reported that two weeks after the dental implant was placed, non-osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type iii. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed, non-osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that two weeks after the dental implant was placed, non-osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type iii. There were no reported patient injuries or complications